Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, no response was received from the patient. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. Only year of the date of event was provided.

Event description:
It was reported by the patient that the patient experienced adverse event while having lap band implanted. The patient had the gastric band implanted on 2017 and explanted 2021. No additional information was provided.